Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the emergency room with high blood glucose of 491mg/dl. Customer indicated that it was hard to get her high blood glucose down and treated with a manual injection. Troubleshooting found that the pump had no alarms and the drive support cap was normal. Customer indicated that they used a different infusion set and was unsure if the pump or the infusion set cause the high blood glucose. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete the functional testing due to the prime anomaly. The drive support disk was inspected and no anomaly was noted. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.